Event description:
The customer reported that the incorrect tests were run for seven patient samples using two vitros 5600 integrated systems. The results obtained for one of the seven samples were also mis-associated with the incorrect patient demographics. The mis-association of patient demographics and results may lead to inappropriate physician action. Unintended assays and results were not reported out of the laboratory as the discrepancies were detected by the customer's laboratory information system. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run for seven patient samples, and the results obtained for one of the seven samples were also mis-associated with the incorrect patient demographics. The issue affected two vitros 5600 integrated systems. Review of analyzer log files showed that the intended sample programs were not transmitted properly to the vitros 5600 integrated systems via the customer's middleware. Additionally, a user manually edited the sample program for each affected sample while interfacing directly with the analyzer itself. There was no evidence to suggest a malfunction of the vitros 5600 integrated systems, however an instrument issue could not be ruled out entirely. The investigation was unable to determine a definitive root cause. However, the most likely causes are user error while manually programming the affected patient samples and/or an issue with the non-vitros middleware. Additional follow up with the customer is ongoing.